Manufacturer narrative:
The monopolar curved scissors was returned and evaluated by the failure analysis (fa) team and fa confirmed the customer reported complaint. For clarification, the customer reported complaint of not working, could not open/close, and smoke was confirmed as a broken grip cable at the idler pulleys. The cable was fully broken and as a result, the blades no longer would open or close properly. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Additional note: the electrical continuity test passed. No thermal damage was observed at the distal end/wrist assembly of the instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the monopolar curved scissors (mcs) instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument encountered an error. The operator could not close or open it. The wire was smoked on this one too. The procedure was completed with no reported injury.